Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported experiencing high blood glucose of 360 mg/dl. Advised the customer to seek medical attention and discontinue the use of the insulin pump. Offered to call the paramedics and the customer stated that her friends would take her to the emergency room for treatment. The customer stated that her insulin pump was switched during a get together reunion a while back. The customer stated that she does not have her insulin pump at the time because she has given it away to a friend. No further info was provided.